Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available at the time of troubleshooting, but will reach out to their health care provider.